Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions, ltd.; (B)(4)), and the importer (B)(4), as (B)(4) serves as the designated complaint handling unit for both facilities. The device was not available for eval, however, the production history files were reviewed, indicating that the device was released according to the product specs. Anastomotic leakage, including fistula, is one of the most common complications of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods. In this case, as noted by the surgeon, the tumor invaded into the uterus and posterior vaginal wall which resulted in fistula into which the ring was eroded.

Event description:
A pt underwent an open low anterior resection procedure with a protective ileostomy, due to colon cancer. The tumor invaded into the uterus and posterior vaginal wall. The anastomosis was performed with the colonring device. The pt discharged from hosp on pod 3. On (B)(6), the pt complained of vaginal discharge and was followed up in the clinic. The ring was found to be eroded into the posterior vagina. On (B)(6), the pt was admitted for ring removal and exam and anesthesia. The ring complex was intact and removed. A fistula defect, approx 1.2 cm wide, was observed in the anterior colon at the anastomosis site. Vaginal cultures and small colon specimen that looked to be part of the colo-pouch were sent to the lab. The vaginal apex looked ok. The rectum and vagina were suctioned and irrigated.